Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During a follow-up, an episode of ventricular tachycardia (vt) was inappropriately classified as supraventricular tachycardia (svt) resulting in a withholding of high voltage therapy was in were observed on the device. No known intervention has been performed.